Event description:
It was reported that during a percutaneous rotational atherectomy treatment procedure, the burr stuck in lesion. Vascular access was obtained via the femoral artery. This 95% stenosed, eccentric shaped, 10mm in length, de novo lesion was located in the severely tortuous and calcified, 3.0mm in diameter left main. A provisional pacemaker was placed, a whisper guide wire was placed in the circumflex and a rotawire floppy was exchanged via fine cross catheter. This 1.50mm rotalink plus system was prepared with continuous flush and a burr speed of 175,000 rpm. A 7fr guide catheter along with the burr were advanced to the lesion. Three ablation were successfully perform at a rate of 25 second per ablation with a 25 second pause. It was noted that the total rotablation time was 100seconds at a speed of 175,00rpm. The burr successfully opened up the stenosed area. A polishing run was performed; however, the burr was supposed to be withdrawn but fluoroscopy showed no movement of the burr despite activating the control knob. Several attempts were made to draw back the burr using the dynaglide mode and were all unsuccessful. The rotalink plus system was then pulled back and removed but the burr remained in the lesion. The burr was located in the main stem of the re-opened stenosis there was enough flow to keep the patient from becoming unstable. Nitroglycerine was administered and an attempt using forceps was made to remove the burr, which failed. The physician advanced another whisper guide wire beyond the burr, a 1.5mm sprinter legend balloon catheter was placed next to the burr and was inflated to 2atms. An additional whisper guide wire was placed across the burr and another 2.0mm sprinter balloon catheter was advanced and inflated distal to the burr at 4atms. The burr was positioned between the two balloon catheters. The physician pulled the two wires with the balloon catheters and rotawire with the burr into the guide catheter. All of the devices and detached burr were removed from the patient. The procedure was completed with the placement of a 2.75x12mm omega stent. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous rotational atherectomy treatment procedure, the burr stuck in lesion. Vascular access was obtained via the femoral artery. This 95% stenosed, eccentric shaped, 10mm in length, de novo lesion was located in the severely tortuous and calcified, 3.0mm in diameter left main. A provisional pacemaker was placed, a whisper guide wire was placed in the circumflex and a rotawire floppy was exchanged via fine cross catheter. This 1.50mm rotalink plus system was prepared with continuous flush and a burr speed of 175,000 rpm. A 7fr guide catheter along with the burr were advanced to the lesion. Three ablation were successfully perform at a rate of 25 second per ablation with a 25 second pause. It was noted that the total rotablation time was 100seconds at a speed of 175,00rpm. The burr successfully opened up the stenosed area. A polishing run was performed; however, the burr was supposed to be withdrawn but fluoroscopy showed no movement of the burr despite activating the control knob. Several attempts were made to draw back the burr using the dynaglide mode and were all unsuccessful. The rotalink plus system was then pulled back and removed but the burr remained in the lesion. The burr was located in the main stem of the re-opened stenosis there was enough flow to keep the patient from becoming unstable. Nitroglycerine was administered and an attempt using forceps was made to remove the burr,which failed. The physician advanced another whisper guide wire beyond the burr, a 1.5mm sprinter legend balloon catheter was placed next to the burr and was inflated to 2atms. An additional whisper guide wire was placed across the burr and another 2.0mm sprinter balloon catheter was advanced and inflated distal to the burr at 4atms. The burr was positioned between the two balloon catheters. The physician pulled the two wires with the balloon catheters and rotawire with the burr into the guide catheter. All of the devices and detached burr were removed from the patient. The procedure was completed with the placement of a 2.75x12mm omega stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the burr of the catheter unit was detached from the catheter and was not returned to site for analysis. It was noted that the coil of the catheter unit was stretched at the distal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).